Manufacturer narrative:
Although requested, there is no available info regarding the evaluation and repair of this device. (B)(4).

Manufacturer narrative:
(B)(4). The returned filter assembly was evaluated for the reported "o-ring of the filter cover was coming off" issue. The reported issue was not confirmed however upon inspection the clear part of the inlet cover was detached from the cover.

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 plus ventilator filter cover o-ring detached from the unit. The patient was transferred to another ventilator. There was no reported patient injury.